Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the up arrow key was not working correctly. Customer stated that the numbers were ramping in a circle when she tried to enter her carbs. Customer's blood glucose level was 146 mg/dl at the time of the incident. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces.